Event description:
(B)(6). It was reported that complete heart block requiring permanent pacemaker implant occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The patient received loading doses of 325 mg aspirin. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Retrieval was not attempted. On the same day the index procedure, the patient was noted with complete heart block. Echocardiogram was performed as diagnostics for the event. The following day, a new permanent pacemaker implantation was recommended. The patient was discharged.